Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that part of the connecting tube had fallen off. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that part of the connecting tube has fallen off. Based on the results of the investigation, it is most likely the reported phenomenon occurred is reasonably known information suggesting damage or deterioration of parts, electrical issues, environmental temperature issues, maintenance issues, or some form of stress. The most probable cause of this complaint is anticipated or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.